Event description:
It was reported by the surgeon that a revision surgery was required due to disengagement of the circlip. The surgeon was unable to retrieve the circlip as it was embedded in scar tissue and removing it would have disrupted the tissue.

Manufacturer narrative:
The device was not able to be returned, therefore has not been evaluated. The manufacturing history has been reviewed and no abnormalities or deviations were identified. Investigation is in progress and a supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The re-bushing was performed on a distal femur implant after 5 and a half years implanted. The re-bush included the tibial component, bearing, bushes, axle and circlip. The original circlip was observed to appear intact and did not thus fracture. Stanmore cannot conclusively determine the cause of the disengaged circlip. Typically a disengaged circlip is the result of an incomplete or incorrect insertion at the time of implant. The re-bush procedure was successfully performed with no reported complications. This complaint is being closed and will be tracked and trended.

Event description:
Supplemental report to (B)(4).